Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hemolysis could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a patient on impella rp support ongoing due to being admitted in with right ventricle failure. The pump was placed and after seven days, there was hemolysis observed. The team wants the impella rp investigated despite the assertion that there could be many causes of the hemolysis, per communication with field representative. The patient remains on impella support.